Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; there is a broken pull tab on the molding zipper of the right side panel. However, also found that the zipper slider is open on the pt access window. (B)(4).

Event description:
Customer reported the teeth and pull tab are damaged on the right side panel. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.